Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 401 mg/dl and a subsequent decline to 264 mg/dl by the end of the call while using the ilet system with a dexcom g7 cgm after consuming a meal. The user announced a meal size that did not match the actual intake. Symptoms included fatigue associated with hyperglycemia. Outcomes no hospitalization. Investigation included user education on correct meal announcement procedures and review of infusion set status, which was a steel cannula in the abdomen placed that morning. Investigation of this case revealed the device functioned as designed, and the hyperglycemia was associated with an incorrect meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement.